Event description:
It was reported that low sensing of r-waves was observed. The riata lead is-1 connector was capped and a new sense/pace lead was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.